Event description:
(B)(4). Actual error: yes. Description: in a retail pharmacy setting, a pt brought in a prescription for true track test strips. The strips were dispensed to the pt and the pt later returned with the strips to say they did not fit in his meter. At this time it was identified the prescription had been mis-filled and the pt had received true test test strips. The pt had no problems and the appropriate test strips were dispensed. It is essential to verify ndc in these test strips that have a similar name, as well as a similar appearance. Verifying with pt by showing the box to the pt upon pick-up could have also prevented the error.